Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. Complaint confirmed via inspection of the unit. The transitional was loose and required replacement. The handle needed readjusted and the unit required general preventive maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series base unit (a3101) will not hold and it's wiggly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.